Event description:
The coroners office reported that they discarded the patient's vns device. No other relevant information has been received to date.

Event description:
Report received that a patient passed away in his sleep. The patient's mother reportedly believed that the patient had a seizure in his sleep since the patient would normally have seizures throughout the night. The autopsy has not been completed to date so a cause of death was not determined. However, the patient's physician indicated the patient was doing well prior to passing away. She also reportedly believed the death was not related to vns but felt it might be related to sudep. System diagnostic data was not provided, however, the patient's most recent settings were given. There was no data available in the programming history database for review and no additional programming data has been reviewed to date. A review of the device history record indicated it had been properly sterilized prior to release for distribution. The patient's vns has not been returned to the manufacturer to date. No further relevant information has been provided.